Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the sensor not providing readings on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) decreased to 43 mg/dl. To address bg, customer administered a glucose shot.